Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent was partially deployed within the left mainstem bronchus. However, the deployment suture was unable to be withdrawn any further to deploy the stent. The stent system was removed from the patient. Upon inspection, it was found that 1cm of the stent was deployed and the delivery system was in a "u shape with sting inappropriately wrapped and stuck." The procedure was completed with another ultraflex tracheobronchial stent of a different size. The patient was reported to be "fine" following the procedure.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 16 mm. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that the shaft of the device was kinked at several locations along its length. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent system was used during a procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent was partially deployed within the left mainstem bronchus. However, the deployment suture was unable to be withdrawn any further to deploy the stent. The stent system was removed from the patient. Upon inspection, it was found that 1cm of the stent was deployed and the delivery system was in a "u shape with sting inappropriately wrapped and stuck." The procedure was completed with another ultraflex tracheobronchial stent of a different size. The patient was reported to be "fine" following the procedure.

Manufacturer narrative:
(B)(4) stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.